Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The customer reran the sample on an alternate instrument and it resulted higher. The sample was then repeated on the original instrument, resulting falsely low again. The sample was repeated a second time on the alternate instrument and resulted higher. The repeat results from the alternate instrument aligned with previous results obtained on that patient. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced the integrated multisensor technology (imt) valve assembly, imt metering syringe, pump motor and screw, and the sampler pump assembly. The cse also replaced and adjusted the sample metering syringe and primed all pumps. A system check and a diluent check were run and passed. The cause of the discordant sodium results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.